Event description:
It was reported that images on the exam room live monitor were flickering. This issue may result in a degraded image quality that can prevent completion of an exam. No pt injury or death reported.

Manufacturer narrative:
Initial reporter email was not provided. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last three years. Ref MDR 9611343-2011-00001. The healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.